Manufacturer narrative:
Event occurred in (B) (6).

Event description:
Caller states the patient tested 34 mg/dl on the performa system and 54 mg/dl on a comparison lab within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect system.